Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis revealed no anomalies. The analyst commented that there was blood on the proximal conductor of the lead and it was not obstructed, the distal low voltage (lv) electrode of the lead was covered in blood, the distal lv electrode of the lead was covered in body tissue/fibrotic growth and the outer insulation of the lead was extrinsically breached due to a cut. Additionally, visual summary analysis of the lead indicated there was apparent explant damage. Concomitant product: 6935 implantable defib lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that the atrial lead dislodged. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
The patient is enrolled in (B)(6).